Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unk. The pt's vessel morphology was reported as severe disease progression with aortic neck dilatation and severe aortic neck angulation (60 degrees). The aortic neck diameter is 30 mm in diameter at the renal artery and 40 mm in diameter at 15 mm below the renal artery. It was reported 55 months post stent graft implant, the stent graft has migrated 50 mm with a type I endoleak due to the disease progression with aortic neck dilatation. The physician was treated with two talent aortic cuffs. There are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
Evaluation codes, results: (migration, endoleak), conclusion: (severe disease progression with aortic neck dilatation and severe aortic neck angulation (60 degrees).